Manufacturer narrative:
A customer from portugal reported that he obtained discrepant results when using vitek ms instrument (ref. 410895) ¿ serial number: (B)(6). The customer used blood agar for a slow-growth microorganism and deposited that microorganism in replicate into the slide spots j2 and j3. The customer did not obtain the same identification result in the two spots. Investigation: review of previous reports the investigator searched the historical complaint database to look for similar issues. Since january 2016, no similar complaints have been recorded. There is no CAPA nor non-conformity on vitek ms linked with customer 's reported issue. Investigation: it was not possible to investigate regarding this specific misidentification because insufficient data have been received. Root cause analysis: unknown. Customer was not able to provide samples or test data necessary to investigate this issue. Corrective or preventive actions: no CAPA number is necessary.

Event description:
A customer from (B)(6) reported that he obtained discrepant results when using vitek® ms instrument (ref. (B)(4); serial number (B)(4)). The customer used blood agar to culture a slow-growth microorganism and added that microorganism in replicate into the slide spots j2 and j3. Note: they took only one colony sample from the agar plate; they had too much microorganism for spot j2, and they used the same sample collection for spot j3. The customer did not obtain the same identification result in the two spots. The customer obtained for one spot a single choice to corynebacterium mucifaciens/ureicelerivorans, and a single choice to cutibacterium avidum for the other spot. There is no indication from the customer if this event led to a delay of result or impacted the patient state of health.